Event description:
It was initially reported that diagnostics performed on the pt's generator resulted in high lead impedance. The pt reported no longer feeling his magnet activation as well. Last known diagnostics were at the time of generator revision in (B)(6) 2009, which were within normal limits. There is no known trauma that could have specifically caused the high impedance, but the pt is known to still have seizures, especially those with head turning. X-rays were taken of the device and sent to the MFR for review. Based on the x-rays received, no anomalies were noted that could be contributing to the observed high impedance, but a lead fracture or discontinuity can not be ruled out on the portions of the lead body that could not be fully assessed. Good faith attempts to obtain additional info are still in progress.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results - x-rays reviewed by the MFR, no gross lead discontinuities visualized. Conclusions - device malfunction is suspected, but did not cause or contribute to a death or serious injury.